Event description:
A patient underwent spinal surgery on (B)(6) 2025 utilizing the seaspine/orthofix shoreline acs system. During the surgery, the shoreline acs locking cover broke. The plate was replaced with an alternate, however, the rep states a piece of the broken locking cover was left in-situ. The surgery was able to be completed and no patient injury or significant clinical delay was reported.

Manufacturer narrative:
H3: device has been returned for investigation. Root cause is pending completion of the investigation. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components.

Manufacturer narrative:
The 85-2106 6mm, locking cover was returned and evaluated. It was determined that the locking cover fractured towards the proximal end of the thread form. The wear pattern shows signs of the locking cover being delivered off-axis in relation to the waveform c interbody threads, which would be a key contributing factor to the failure mode. Review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components.